Event description:
It was reported that a procedure was performed utilizing a platelet separation system on (B)(6), 2012. As the technician was trying to remove air from the syringe containing the acd-a solution, the solution discharged into her eyes. The technician flushed her eyes with water for ten minutes, but experienced redness and irritation throughout the following day.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1216032-2012-00001).